Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-03879. It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. After an unspecified guide wire crossed the lesion, a 3.0mm x 220mm x 150cm coyote¿ balloon catheter was advance for predilation of the lesion. The balloon was inflated however it ruptured at 14 atmospheres at an unknown number of inflation. The ruptured balloon was removed from the patient completely. Then the 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to predilate the lesion however the balloon ruptured again at 10 atmospheres at an unknown number of inflation. The ruptured balloon was removed from the patient completely and the procedure was completed with a different device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. Visual and tactile inspection was performed. There was contrast in the inflation lumen. The catheter was soaked in a warm water bath to loosen the contrast prior to functional testing. Functional testing was performed using an inflation device filled with water. The device was pressurized and a balloon leak was noted. Inspection under magnification revealed a balloon pinhole 120mm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. There was no damage or irregularities in the balloon material that could have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-03879. It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. After an unspecified guide wire crossed the lesion, a 3.0mm x 220mm x 150cm coyote balloon catheter was advance for predilation of the lesion. The balloon was inflated however it ruptured at 14 atmospheres at an unknown number of inflation. The ruptured balloon was removed from the patient completely. Then the 2mm x 20mm x 143cm coyote es balloon catheter was advanced to predilate the lesion however the balloon ruptured again at 10 atmospheres at an unknown number of inflation. The ruptured balloon was removed from the patient completely and the procedure was completed with a different device. No patient complications were reported and patient's status is good.